Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. The laa anatomy was described as having a wide ostium with shallow depth. A 40mm watchman flx pro closure device and delivery system (wds) was inserted. Multiple deployment attempts of the wds were made using different access lobes in an effort to achieve a deployment that met release criteria; however, appropriate positioning and fixation could not be achieved. During recapture of the wds following the 19th deployment attempt, echocardiography demonstrated motion displacing the laa tissue and a pe was identified. The patient was monitored and imaging confirmed no further increase in pe fluid and no additional changes. The physician considered that the pe occurred during the final recapture attempt and cancelled the procedure as it was not possible to meet the release criteria and ensure fixation despite multiple attempts.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. The laa anatomy was described as having a wide ostium with shallow depth. A 40mm watchman flx pro closure device and delivery system (wds) was inserted. Multiple deployment attempts of the wds were made using different access lobes in an effort to achieve a deployment that met release criteria; however, appropriate positioning and fixation could not be achieved. During recapture of the wds following the 19th deployment attempt, echocardiography demonstrated motion displacing the laa tissue and a pe was identified. The patient was monitored and imaging confirmed no further increase in pe fluid and no additional changes. The physician considered that the pe occurred during the final recapture attempt and cancelled the procedure as it was not possible to meet the release criteria and ensure fixation despite multiple attempts.

Manufacturer narrative:
The device was not returned for analysis as the device was discarded; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.